Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem 'turns off by self' could not be confirmed through the event history log (ehl) review or reproduced during evaluation. The device was found to deliver within specification in relation to the customer reported "turn off by itself". No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned on/off by itself. There was no patient involvement. No additional information is available.